Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, an error code related to ac/dc supply was found. Err_vbulk_fet_open indicates an open vbulk fet (field-effect transistor). This mosfet (metal oxide semiconductor field-effect transistor) connects the output of the ac/dc supply to the input of the boost converter. The device will not run off of ac supply but it will charge the batteries. The device will run off of battery power so there is not an impact to therapy quality, but there could be an impact to the availability of therapy. The power management board needs to be replaced to address the issue. Additionally, during the evaluation of the device at third-party service center, cosmetic damage to the front case enclosure was observed. The front case enclosure needs to be replaced to address the issue. This is not related to the reportable malfunction/issue.